Event description:
A peritoneal dialysis patient called in requesting assistance with bypassing to drain 1, the patient states she has a hernia and after completing fill 1 shee is feeling discomfort. The patient states the cycler drained 649 out of 1000 mls in drain 0, the patient does not feel like th cycler overfilled her she states she feels discomfort because of her hernia.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for the reported symptom for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, hernias are a known complication of peritoneal dialysis, less common with the use of a cycler. There is no history of iipv which could have contributed tot he formation of the hernia. The hernia was diagnosed prior to the initiation of peritoneal dialysis. Multiparous women are at greatest risk for developing abdominal hernias. The cycler did not cause or contribute to the formation of the hernia.